Event description:
It was reported the patient experienced ineffective stimulation due to the ipg being inoperable. Representative confirmed the issue. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was established post operatively.